Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The device was also received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called and reported that the buttons on the insulin pump were not responding. Customer's blood glucose was 170 mg/dl. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.